Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) fibre optic port is broken. There were no indication of actual or potential harm or death.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5, d1 brand name. A getinge field service engineer (fse) confirmed the customer damaged fiber optic connector. Fse replaced fiber optic connector and screw kit, cardiosave console cover corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had broken fiber optic port. Patient involved however, no adverse event is reported.